Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the cannula seal returned. However, isi has not received the cannula seal accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal caused air leakage. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. The insufflation valve was loose, and insufflation was lost completely. The loss of insufflation did not present any issues/challenges like reduced visualization, tissue injury, or procedure delay > 30 minutes. The issue was resolved after replacing a new sealing cap.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to have a broken stopcock. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history which does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed because the accessory's usage is not present in the logs. Additionally, a review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: from the image provided, the grey stopcock does not appear to be fully seated and could potentially lead to an air leak. The seal would need to be returned in order to confirm. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.